Manufacturer narrative:
No battery out limit alarm was noted. The insulin pump had normal operating currents. The insulin pump passed the self test. No unexpected noise was noted during the vibrate check. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported that the vibrator on the customer's insulin pump stopped working. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm was noted. The insulin pump had normal operating currents. The insulin pump passed the self test. No unexpected noise was noted during the vibrate check. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.